Event description:
Ous MDR - after an implantation time of about 6 months, this device was explanted due to artifacts with aborted charges. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead detected that the insulation of the lead body was massively damaged due to squashing, about 37 cm distal the connector pin. This damage manifestation can, with high probability, be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. It is believed that the damage is due to subclavian crush syndrome because of the type of damage present and assuming there was excessive mechanical load on the lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the inner and outer conductor helices and the deformation of the vcs shock coil are probably a result of the explantation process. There were no indications of material defects or mfg errors.